Event description:
It was reported that a small volume intermate ruptured. The rupture occurred during filling with 50ml of an antibiotic drug (non baxter). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 13d005 was manufactured between march 31, 2013 and april 2, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received at the plant for evaluation. Initial visual inspection of the unit noted a ruptured reservoir. Microscopic evaluation found markings located on the exterior surface of the reservoir near the rupture line. No cause could be determined as to the origin of the markings or the ruptured reservoir. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation is in progress, upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.